Event description:
A customer reported to the manufacturer a bipap auto device pressure decreased while in use on a pt. The pt was taken to the hospital for shortness of breath and admitted to the hospital. While the pt was using the bipap in the hospital the device allegedly stopped cycling properly, the pressure provided to the pt decreased, and the pt arrested. Cardiopulmonary resuscitation was administered and the pt recovered and was placed on another device. The pt was discharged two days later and is now on continuous oxygen therapy. The device was returned and evaluated by the manufacturer. The customer's alleged complaint was not confirmed by the manufacturer. The manufacturer confirmed the pressure output of the device did slightly fluctuate but the observed fluctuation was within design specification. The error log of the bipap was reviewed and found to contain no logged error codes. The device passed all standard functional and operational testing during the investigation. The pt has a medical history of chronic obstructive pulmonary disease and obstructive sleep apnea. The durable medical equipment supplier (dme) reported the pt gets anxious and is admitted to the hospital with breathing complications frequently.

Manufacturer narrative:
A review of product labeling for the bipap auto (user manual, part number 1023952, section, intended use) states "the bipap auto with bi-flex system delivers positive airway pressure therapy for the treatment of adult obstructive sleep apnea (osa) only." Loss of therapy for the pt population does not represent a significant risk to the intended user. The manufacturer determined that the customer's allegation of the device's pressure decreasing and not cycling properly could not be confirmed. Based on the investigation of the device and the information available, the manufacturer concludes that the cause of the hospitalization was related to the disease state of the pt. No further action is required.